Event description:
It was reported to boston scientific corp that a jagwire was used during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2009. According to the complainant, during the introduction of the prothesis in the pt. It was noted that the lateral opening of the catheter of the prothesis had a defect that blocked the progression or sliding of the guide wire. This also prevented the stent exiting the duodenoscope and consequently the correct positioning in the biliary duct and the opening mechanism of the prothesis was not triggered. The procedure was completed with a different MFR's device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional info regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device MFR dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).